Event description:
It was estimated that the patient was in excess of at least 500 pounds. When the patient was moved onto the cot, the siderails clicked and were locked into place. No damage to the cot was noted at that time. The ambulance crew got to the hospital and moved the patient over to the hospital bed from the cot, the damage was not seen until the cot was moved away. When the cot was moved away, the inside of the right side rail was damaged and had caught the top of the patient's foot and pulled the skin back, causing puss to come out. Further information regarding treatment of the injury was not provided.

Event description:
It was estimated that the patient was in excess of at least 500 pounds. When the patient was moved onto the cot, the siderails clicked and were locked into place. No damage to the cot was noted at that time. The ambulance crew got to the hospital and moved the patient over to the hospital bed from the cot, the damage was not seen until the cot was moved away. When the cot was moved away, the inside of the right side rail was damaged and had caught the top of the patient's foot and pulled the skin back, causing puss to come out.

Manufacturer narrative:
The user facility stated that there was no injury noted before moving the patient from the cot, and that no further treatment information is available.